Event description:
It was reported that during an unk procedure, the device did not function. Another device was used to complete the case with no pt consequence. One device to be returned. No further info is available.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and found to be functional. However, the hand piece was disassembled and a torn acoustic isolator was found in the instrument. Due to this condition, it may have resulted for the instrument to not work as intended.